Manufacturer narrative:
A2. The reported patient age is representative of the mean age of all patients included in the study. A3. The reported patient sex is representative of the majority of patients included in the study. Associated with MDR #: 2029214-2023-01195 regarding patient mortality reported in the literature article. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pech m, serafin z, fischbach f, damm r, jargiello t, seidensticker m, et al. Transarterial embolization of acute iatrogenic hemorrhages: predictive factors for mortality and outcome. Br j radiol 2020; 93: 20190413. Medtronic review of the literature article found a retrospective analysis of all cases of patient who underwent transarterial emboli zation (tae) to treat acute iatrogenic hemorrhage from january 2006 through june 2013. A total of 182 taes performed in 153 patients were analyzed. Multiple different methods were used, including onyx, and it was not specified which embolization device or material was used in each event. Technical success was defined as complete occlusion of the target vessels during the first tae and absence of contrast extravasation. Clinical success was the absence of recurrent bleeding within 30 day follow-up when there was clinical or radiological evidence or a sharp drop in hemoglobin level. Recurrent bleeding was defined as an extravasation from the same vessel during follow-up, while a fresh bleeding from another vessel was classified as a new event. Multiple patients required multiple tae procedures. It was not indicated if multiple embolizations were pre-planned for any of the patients. Of a group of patients who underwent single embolization, the procedure failed clinically in 12 cases and 10 of these patients underwent repeated angiography and embolization. 21 patients underwent 2 planned embolizations, of which 12 were in the same vessel as at the first procedure. In this group, tae was clinically successful in 11 cases. 5 patients underwent three embolizations, and final clinical success was accomplished in all of them. Additional serious injury events observed post-operatively included: - embolic material dislocation with significant bowel ischemia after 24 days in one patient - acute kidney injury in two patients - sepsis with liver abscess formation in two patients.